Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that [the pump] was able to be aspirated but unable to be filled. The locked valve procedure (hold negative pressure) was attempted. The manufacturing representative was going to follow up with the hcp to discuss troubleshooting recommendations. There were no reported symptoms. There were no further complications reported.